Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- asr revision. Asr xl - right. Reason(s) for revision: component malalignment - pain. Update: added and amended products. Received: february 8th 2013. Update - updated cup with lot number and added a stem, taken from claimsuite dated 12th june 2013. Update received 13th may 2014. Additional hospital added. Addtional revision reason added. New fields completed. Reason(s) for revision: component malalignment; pain; metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated b4/g4 dates, b5/6/7, d1/2/3, e1, f10 (patient and device code), g2, and h4. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: component malalignment - pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.